Manufacturer narrative:
The complaint is unconfirmed for one (1) of one (1) returned 6mm optio-c plate (pn: 07.01873.006) for the failure of implant and plate were not able to be tightened fully. The severity of this event is 1 (B)(4). This device is used for treatment. Per DHR review, the part was likely conforming when it left zimmer biomet control. No actions required.

Event description:
It was reported that during the locking system, the plate broke upon impaction. The implant was removed with an alternate to complete the case. There was no reported patient harm.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that during the procedure the locking system on the plate broke upon impaction. The implant was removed and replaced with an alternate to complete the case. There was no reported patient harm.